Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00957988 case subject: npi error code 600.6835 on 8015 4.7 unit account name: riverview medical center account #: 1645200 asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: joel shezick contact email: joel.shezick@hackensackmeridian.org contact phone: 732-530-2396 contact mobile: patient or user involvement: no patient or user harm: no case description: tech called in for help on 8015 4.7 unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: first respond to tech was he aware bd corp. We no longer support 8015 4.7 unit they were eol affected 01/01/2019 he said no offer to send him copy of the letter, but as a courtsey I will help him with the error code 600.6835 is get a network error which he needs to transfer network config. Back onto the unit, once he transfer network back onto unit down back on in normal mode make sure he does not get the error anymore and he is his hospital information showing up an dhis wireless is showing up tech thank me for my assist.